Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported a lump and a double bubble effect of the left breast. She was diagnosed with left breast capsular contracture (baker grade rating unknown) by a medical professional. Magnetic resonance imaging was performed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 10, 2024, mentor received the following additional information: the suspect medical device was implanted during a breast augmentation surgery. Mammogram, ultrasound, and magnetic resonance imaging were performed due to the patient experiencing bilateral breast pain and patient observed palpable abnormalities. Mammogram findings indicated an asymmetry of the left breast while ultrasound findings indicated the asymmetry may correspond to an identified left breast cyst. On december 12, 2024, mentor received the following information: per the operative report, the patient's preoperative diagnosis included breast ptosis and the patient provided a history consistent with breast implant illness. Additionally, both implants were removed and determined to be intact. As this report is for the left breast prosthesis, rupture is no longer applicable. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. On december 17, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 08, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2024, mentor received the following additional information: the patient dob was provided. Date of birth: (B)(6) 1983. The patient reported that she received several diagnoses and she has bilateral breast rippling. As a result, she is scheduled for bilateral breast implant removal without replacement on (B)(6) 2024. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Date of explantation: (B)(6) 2024 on october 14, 2024, mentor was notified by a healthcare professional that the patient was diagnosed with a ruptured left breast implant as well. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).